Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, nurse had issues pressing the lens down after folding the front haptic over the lens. Eventually able to load the lens fully and they were able to insert it into the eye. Upon inspection, surgeon noticed a small tear on the lens optic. The surgeon did not believe that, it will cause any issues with the patient's visual fidelity. No further information is expected.